Manufacturer narrative:
(B)(4). Catalog number (B)(4) is the international list number which meets the requirements of the similar product listed in section which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient in finland underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. On (B)(6) 2017, the patient was discharged from hospital in a good condition. After an unspecified period of time, the patient suspected the stoma would have been inflamed. The patient went to surgical ward and was investigated. Additional information received indicated that the peg tube punctured the liver during the procedure. On (B)(6) 2017 the patient was being treated at the surgical ward. It is unknown how the patient was treated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received. During the insertion of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube, it was difficult to find a suitable needle insertion site. The tubing penetrated the liver and that caused abscess. The abscess was drained. Patient was hospitalized for replacement of the peg- j tube by open surgery. On (B)(6)2018, a new peg-j tube was placed.

Event description:
Additional information received. The physician's presentation indicated that as the peg tube had been placed erroneously through the liver, gastric juice got to leak into the abdominal cavity, an abscess had developed into the abdominal cavity. The patient's treatment first took place at where a regular peg tube had been placed at first and then later in another city, where a peg/j placement had been done.

Manufacturer narrative:
Reference record (B)(4).